Event description:
It was reported that a patient connected to the ventilator died. No more information was available. No allegation that the death was related to the ventilator. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that a patient connected to the ventilator died. There is no allegation from the healthcare facility that the death was related to the ventilator. No service or on-site investigation was requested. The investigation is based on evaluation of received ventilator logs. The event date and time of patient death has not been provided. A successful pre-use check was performed six days before the last ventilation started. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction from the time of last start of ventilation until the ventilator was set to standby by the user. However, when the ventilator was restarted by the user, a technical error code indicating low loudspeaker alarm sound level was generated when the ventilator was still in standby mode. This technical error code is generated during startup when either no sound was generated from the loudspeaker, or the sound generated was too low to be detected by an internal microphone on the user interface. This technical error code will not affect ongoing ventilation, which will continue unaffected. The ventilator logs revealed that the technical error code did not reappear when the ventilator was restarted again. The conclusion from the ventilator log evaluation is that there are no indications of a ventilator malfunction. H3 other text: 4112.

Event description:
Manufacturer's ref.#: (B)(4).